Event description:
Patient reported experiencing pain in their left lung and choking with vns stimulation. The patient also noted that he has been hospitalized several times due to these events as well. No other relevant information has been received to date.